Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient, who had been lost to follow up for several years, presented to the hospital due to syncope. Shock impedances on this right ventricular (rv) lead were high out of range. It was noted that the high voltage impedances on the last few shocks the patient received were within acceptable ranges. Boston scientific technical services (ts) discussed troubleshooting options. No additional adverse patient effects were reported. This rv lead and the associated cardiac resynchronization therapy defibrillator (crt-d) remain in service.

Event description:
Additional information was received that the high out of range shock impedance measurements of greater than 200 ohms continued. During the normal device change out procedure the right ventricular (rv) lead was placed in the new cardiac resynchronization therapy defibrillator (crt-d) and yielded shock impedance measurements of 150 ohms. It was further noted that the patient's ejection fraction had improved. The physician opted to keep the rv lead implanted with the new crt-d as threshold and pacing impedance measurements were still within normal limits. The out of range shock impedance alert was increased to 200 ohms in the new crt-d. Boston scientific technical services (ts) was consulted post case and discussed changes to shock impedance tests between device families and calcification build-up and how that affects impedance values. Ts noted that the patient may need another commanded shock test in the future. At this time the rv lead remains in service with the new crt-d. No adverse patient effects were reported.